Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when handling lines and solution bags during peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis which resulted in the development peritonitis. The break in aseptic technique was further described as the patient improperly disconnected from the patient line without capping the line. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dosage, frequency, and route not reported) for 21 days for the peritonitis. The patient was retrained on proper aseptic technique. Upon failure to recover, the patient¿s catheter was removed and hemodialysis was initiated. Additional information was requested, but is not available.